Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas had a touchscreen that would not unlock or respond, which prevented use; the device had been off due to supply issues, the patient was on backup therapy, and blood glucose at the time was 147 mg/dl. Symptoms included no reported adverse clinical effects. Outcomes included replacement of the device while the original unit remains pending return. Investigation included remote troubleshooting and an attempted software update, which could not be completed due to the unresponsive screen. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending device return for evaluation.